Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts between the 18th and 21st rows in from the proximal end of the stent were misaligned and pulled apart, some struts were raised up. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 240mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on january 17, 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following predilatation, the physician advanced the 2.75mm x 38mm promus element mr stent delivery system to the lesion but it was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that there was stent damage.